Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set detachment issues on (B)(6) 2023. The patient reported infusion set tubing was detached at the adapter due to sleeping. The insertion site was buttocks. The infusion set was in use for half day. No further information is available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Uno medical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Uno medical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged based on the review completed on 25-feb-2026 and investigation completed on 09-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: review of complaint record database (B)(4). Event description and all available information was completed, and lot number 6000280 was provided. Complaint was classified under malfunction code: leak between tubing and site connector - detachment / significant wetness. A query was run in the electronic quality management system (eqms) on 09-mar-2026 against "lot number" "6000280" and similar malfunction code(s). Leak between tubing and site connector - detachment / significant wetness. Leak between tubing and site connector â - detachment / significant wetness. Leakage from connection between the tubing connector and the ½infusion set (cannula part/base piece). Leakage from connection between the tubing connector and the infusion set (cannula part/base piece) (specific cause identified). Tubing detached from tubing connector. Tubing detached from tubing connector. Tubing connector is cracked, split, deformed, leakage may occur. Tubing connector is cracked, split, deformed, leakage may occur. No records were identified for this lot and similar related issues. A non-conformance /device history record (DHR) query search was run in the eqms system performed on 09-mar-2026 against "lot/batch number" "6000280". No records were found. Device history record (DHR) review: the device history record (DHR) for lot 6000280 was reviewed. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion of complaint investigation: lot no. 6000280 was provided, however, as the complaint is categorized as a reportable with no harm reported and no issues were found during eqms search and DHR review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) plan determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.